Event description:
It was reported that the physician observed bubbling on the insulation near the yoke and elected to replace the lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the physician observed bubbling on the insulation near the yoke and elected to replace the lead. It was subsequently reported that there was "bubbling or crimping" of the insulation, and that a portion of the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment of the lead was returned, analyzed and the outer tubing was kinked/buckled. It was noted that the distal conductor was distorted, the distal conductor fractured due to overstress, the outer insulation had a cosmetic depression and there was apparent explant damage. The device is part of the advisory for this model.